Manufacturer narrative:
Additional information/correction to b5: during follow up, it was confirmed that the transfer set was not replaced and worked well with other solution bags. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) transfer set had a connection issue; further described as ¿dialysate can¿t be locked with transfer set connector¿. This was observed before use of the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.